Event description:
The device user (du) reported that there was low arterial flow. The liver had been onboard for approximately one hour with both the inferior vena cava (ivc) and portal flows reading as 1.3 l/min leading to an incalculable arterial flow. The clinical specialist (cs) had the du perform troubleshooting. Epoprostenol was reconstituted per the instructions for use (IFU) and were delivering to the reservoir normally. The medistim flow probe displayed flows reading around 25 to 30 ml/min. They elected to clamp the portal tubing beneath the arterial pinch valve with external tubing clamps. The interventions were not successful. The medical director (md) was then contacted. They recommended papaverine-soaked gauze and giving epoprostenol boluses to help dilate the artery. It was explained that the event could potentially be arterial vasospasm and to pump for longer to allow the artery to fully dilate. The md also confirmed that there weren't frequent ivc collapses. Subsequently, the liver was discarded.

Manufacturer narrative:
Investigation is currently pending.